Manufacturer narrative:
Device not returned. Product from the same lot, returned for the same issue, evaluated. Issue was confirmed. (B)(4) initiated to further investigate the issue.

Manufacturer narrative:
No product received but failure evaluation in progress. Follow-up report will be filed when evaluation is complete. Failure evaluation in progress.

Event description:
Two temperature probes had their blue labels mixed. For example, on the first one, the probe end was labeled apex and the connector end was labeled lnvb. The second probe was also labeled apex at the probe end and lnvb at the connector end. The error was caught during the placement of the probes but prior to insertion. Both probes were used in the case and will not be returned. Complaint 1 of 2.